Event description:
It was reported that the pump could not be completely filled. Per reporter the scrub tech ''may not have not aspirated all saline out prior to refill.'' The pump was not implanted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. When the reservoir was first accessed during testing 9.5 ml of fluid was removed along with approximately 14.5 ml of air. The pump then passed all testing. The pump was then aspirated, filled with 20 ml of sterile water and again aspirated, repeating the process five times. No problems were encountered. The pump was then aspirated, filled with 40 ml of sterile water, aspirated and filled a total of five times, with no problems encountered. It was concluded that the alleged failure could not be duplicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump model implanted instead: 8637-40, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.